Event description:
It was reported the device powers down as soon as the 9 volt battery is removed during battery changes. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of electrical specification. It was also noted that the upper and lower cases were broken, the battery release and the battery drawer were contaminated, one side bail cover was broken, one side bail cover was missing, the ring cover was missing, the ring bail and one side bail were missing, the battery contacts were compressed, the keyboard was scratched. Further analysis was performed on the main pcb. This analysis confirmed that the cause of the battery removal failure was caused by a capacitor component failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.